Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. The needle is an ethicon component. No samples, or photographs of the broken device were provided for review. No third party evaluation report was received to date. If samples, photos or the report becomes available at a later time, they will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without reviewing the actual broken needle, testing sterile devices from the same finished good lot, receiving the results of the third party evaluation of the needle component or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component or tools utilized in conjunction with the medical device (robotics), the size trocar used compared to the size needle on the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
Our distributors sales rep reported that during surgery the tip of the needle broke off and had to be retrieved before opening a new strand to complete the closure. There was a delay. Fragments were made. Procedure was completed. No patient harm.